Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device had been deployed multiple times due to unfavorable measurement results. It was noted that the high thresholds and loss of capture occurred. Consequently, the delivery system bent caused by heat stress and deflection became impossible, therefore passing through the tricuspid valve became difficult. The delivery system was removed and replaced. No patient complications have been reported as a result of this event.